Event description:
Pt underwent a stereotactic right breast biopsy procedure, which included placement of a breast biopsy site identifier aka clip> when the sheath used to insert the clip was removed, the provider noted the distal tip of the sheath was missing and the clip was not deployed. Imaging revealed a 1 cm by 3 mm piece of the sheath remained in the pt's right breast.